Manufacturer narrative:
This is a duplicate event of MFR report # 3006630150-2016-03452.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the spinal cord stimulator will be replaced.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the spinal cord stimulator will be replaced.